Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Upon receipt of the returned parts it was determined that they were competitor resurfacing devices and not smith & nephew bhr. Please disregard our initial report for this case.